Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an infection at the electrode level. The physician decided to cut the electrode keeping the connection intact, not adding lead cap and therapy programmed off. The device is beeping, and it is likely due to high impedance error code. The physician is following clinical actions against infection and will have a new electrode in the next weeks and through magnetic resonance imaging menu the beeper will be reactivated. This s-ICD remains in service. No additional adverse patient effects were reported.